Manufacturer narrative:
Based on the reported information, the driver/inserter breakage was indicative of misuse, as the pressfit anchor was inserted too deep (i.e passed the distal depth mark on the driver). The instructions for use (IFU) were not followed, as the IFU states: drive the anchor into the pilot hole until the distal depth mark on the driver is just below the surface of the bone or the proximal depth mark is below the surface of the drill guide handle. The IFU also states; avoid lateral loading when inserting the pressfit suture anchor, and maintain proper alignment during insertion of the anchor and disengagement of the driver. An investigation was initiated, and determined that the root cause of the metal distal tip of the driver becoming disengaged from the anchor inserter, is related to the design requirement for tensile strength between the distal driver tip and driver shaft. This requirement is potentially insufficient when the device is misused (i.e the anchor is inserted passed the distal etch mark on the driver). This is a limited release product, the total lot# is 60 pieces, and this is the only complaint for this cat# and lot# combination. A review of complaint history shows that there is one other complaint for a similar product. Both complaints were associated with misuse conditions. There is currently a CAPA in process to help prevent this type of failure during misuse conditions. Device disposed of at the user facility.

Event description:
It was reported that during a labral reconstruction instability repair: "the second 2.1 pressfit anchor was not used with drill guide. The anchor was tapped too deep with a small mallet and when removing the inserter, the distal tip stayed in the implant. Inserter was removed with vise grips". It was also reported that: the device was disposed of by the user facility, the patient outcome was positive, and length of surgical delay was 5 minutes.